Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2010, the patient underwent an anterior lumbar interbody fusion surgery at levels l4-l5 wherein the patient was implanted with rhbmp-2/acs. Post-op, the patient experienced progressively worsening low back pain with radiculopathy into his lower extremities. The patient continued to experience chronic and constant stabbing and burning pain in his lower back, with radiculopathy into his lower extremities. He experienced difficulty ambulating, constantly falls due weakness and his legs giving out, and required occasional use of a cane and scooter to assist in ambulation.

Event description:
It was reported that on (B)(6) 2010, the patient was pre-operatively diagnosed with internal disc derangement with intractable lumbar pain, positive discogram l4-5. He underwent the following procedures: trans abdominal approach to l4-5. Complete discectomy l4-5. Placement of 14mm 5 degree medium cougar cage with medium size bone morphogenic protein. Placement of 43mm lumbar plate, 24mmscrews (x4) intraoperative fluoroscopic imaging. As per op-notes, ¿I incised through the annulus and dissected between the end plate and the disk using a cobb elevator both inferiorly and superiorly, then affected a complete discectomy using a variety of kerrisons and pituitary rongeurs. Following this, I sized the space first with a 12 and then a 14 mm 5 degree medium cougar cage sizer. The 14 mm, under fluoroscopic imaging, appeared to be the best fit. We then filled a 14 mm 5 degree medium cougar cage with a medium package of bone morphogenic protein and matrix, placed it using the introducer. It was found to be firmly seated and appropriately counter sunk on fluoroscopic imaging. It was fixated with a 43 mm lumbar plate and four 24 mm screws. The ratchet device was used to assure appropriate screw tightening. Fluoroscopic imaging in the ap and lateral plane was undertaken to ensure appropriate placement of cage and instrumentation.¿